Event description:
It was reported that this atrial lead was found to be in unipolar configuration due to a lead safety switch (lss) which was triggered due to an out of range pacing impedance measurement. A review of the device data showed jumpy impedance measurements. Noise and oversensing resulted in inappropriately stored atrial tachycardia response events. A boston scientific technical services consultant documented and discussed the reported clinical observations. Follow up information confirmed the lead produced stable sensing and impedance measurements in bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this atrial lead was found to be in unipolar configuration due to a lead safety switch (lss) which was triggered due to an out of range pacing impedance measurement. A review of the device data showed jumpy impedance measurements. Noise and oversensing resulted in inappropriately stored atrial tachycardia response events. A boston scientific technical services consultant documented and discussed the reported clinical observations. Follow up information confirmed the lead produced stable sensing and impedance measurements in bipolar configuration. No adverse patient effects were reported.